Event description:
It was reported patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2008 and a left partial knee arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain. Patient underwent a right knee revision procedure on (B)(6) 2013 and a left knee revision procedure on an unknown date. All components were removed and replaced with total knee systems in both knees.

Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00701 / 00702). Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." The following sections could not be completed with the limited information provided. Date of event - unknown; date explanted - unknown. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-00701 / 00702).